Manufacturer narrative:
Product complaint #: (B)(4). Corrected data: d2: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the additional event information received on 9/10/2019 resulted in a change in the reportability of this complaint. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2019-00153. Complaint conclusion: as reported by a healthcare professional, during an intra-arterial thrombectomy to the carotid and m1 occlusion, there was some difficulties in advancing a 5x33 embotrap ii revascularization device (et007533, 19a161av). Through the first orion21 microcatheter (mc). Four attempts were made. Then a second 5x33 embotrap ii revascularization device (et007533, 19d071av) also had difficulties advancing through the second orion21 microcatheter (mc) and a trevo pro 18 mc. Both embotraps failed to advance through the microcatheter¿s hub. The target position was lost with both empotraps and microcatheters, but it was not difficult to regain. Assess was obtained in less 10 minutes position. They used a 6x25cm trevo xp provue stentretriever with the same trevo pro 18 microcatheter and the clot was successfully removed. There was a procedural delay of approximately 10 minutes with every change. There was no patient injury reported. The introducers were installed into the hub of the microcatheter during advancement as usual. Adequate and continuous flush was maintained through the catheters. When the devices were removed from the patient, there was no actual damage on any part of the devices. The embotrap device (et007533, 19d071av) was not returned for analysis, therefore, no investigation is available at this time. A review of the manufacturing documentation associated with this lot, 19d071av, presented no issues during the manufacturing or inspection process that can be related to the reported event. With the information available and without the product available for analysis, the reported customer complaint of ¿embotrap - impeded in mc with loss of cerebral target position¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The exact cause of the event could not be determined; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Per the instructions for use (IFU), insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. Confirm that the insertion tool is fully seated in the hub of the rhv before proceeding to advance the device. Advance the device until at least half of the shaft length has been inserted into the microcatheter, at which point the insertion tool may be removed. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during an intra-arterial thrombectomy to the carotid and m1 occlusion, there was some difficulties in advancing a 5x33 embotrap ii revascularization device (et007533, 19a161av). Through the first orion21 microcatheter (mc). Four attempts were made. Then a second 5x33 embotrap ii revascularization device (et007533, 19d071av) also had difficulties advancing through the second orion21 microcatheter (mc) and a trevo pro 18 mc. Both embotraps failed to advance through the microcatheter¿s hub. The target position was lost with both empotraps and microcatheters, but it was not difficult to regain. Assess was obtained in less 10 minutes position. They used a 6x25cm trevo xp provue stentretriever with the same trevo pro 18 microcatheter and the clot was successfully removed. There was a procedural delay of approximately 10 minutes with every change. There was no patient injury reported. The introducers were installed into the hub of the microcatheter during advancement as usual. Adequate and continuous flush was maintained through the catheters. When the devices were removed from the patient, there was no actual damage on any part of the devices.